Event description:
The balloon was inserted under fluoroscopy without difficulty. The balloon was attached to another MFR's console. The balloon would not inflate. The balloon was attached to a prefilled helium syringe and was manually inflated without success. The balloon was discontinued and another MFR's balloon was inserted. The upper portion of the balloon did not inflate. The pump was repurged and a low vaccuum condition alarmed. The console was changed to another console by the MFR and no further complications were noted.